Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported conditions. During functional testing, the reported problem 'upstream occlusion alarm' was not reproduced. The pump was tested for upstream occlusion detection and the pump was able to successfully recognize and alarm for an upstream the device was found to deliver within specification during flow accuracy testing and the customer reported issue 'continues to pump with no fluid being delivered' could not be reproduced. The event history log (ehl) review was performed and revealed 15 "upstream occlusion!" Alarms throughout the log. An event date and parameters were not provided. The history log indicates that the pump stopped for each alarm. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition 'continues to pump with no fluid being delivered' was not verified. No causality was identified and no correction required. The reported upstream occlusion issue was verified. The customer could not be reached for clarification or additional information regarding the symptom, however the reported issue, history log evidence and product code suggest the problem may fall within scope of a related field action. If the pump alarms for an upstream occlusion, the occlusion is not properly addressed, and the user resumes the pump, the pump may not alarm again for an upstream occlusion. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed upstream occlusion but continued to pump with no fluid being delivered. The event happened during delivery. There was no report of patient injury or medical intervention associated with this event. No additional information is available.